Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump battery was depleting quickly resulting in pump shutting off. The customer experienced an elevated blood glucose (bg) level that ranged from 486 mg/dl to "high". A correction bolus was delivered to address bg. The customer continued to use the pump for insulin therapy.